Event description:
It was reported the patient was experiencing strange symptoms "feeling weird, kind of out of it, psychiatric type" symptoms and was wondering that could be related to recent interstim implant. The patient started having strange mental side effects after implant of interstim. It was indicated that these side effects came on gradually about a month after implant and now about 2 weeks ago they admitted him to the hospital. It was indicated that patient was ¿not feeling right in his head and was saying crazy things. ¿the reporter thought it was a psychotic break and do not know if it was related, but they are just "grasping at straws trying to determine where this came from." No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0mrwk, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).